Event description:
Procedure type: laparoscopic kidney surgery. According to the reporter: grasping was too weak and cutting could not be done. Another device was used.

Manufacturer narrative:
(B)(4).